Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the pulse generator could not be interrogated with radio frequency telemetry. The device was still in the box; implant was not attempted.